Manufacturer narrative:
Additional info will be provided once investigation is completed.

Event description:
It was reported by the account that during a cystoscopy using an alleged stryker loaner cysto instrument, the ceramic tip broke off/fragmented inside the pt's bladder. The doctor took out pieces from the bladder without any problems. The bovie setting was on 180 watts (cut) and 60 watts (coag). The account was allegedly resecting a bladder tissue. There was another product available to be used however, it wasn't a stryker product. The procedure was completed successfully without incident and was successful.